Manufacturer narrative:
(B)(4). Film evaluation results are: a review of 2 still angio images during implant revealed that an endurant bifurcate was implanted just below the level of the renal arteries. No calibrated catheter was visible in the images; therefore precise measurements could not be performed, and approximate measurements were made by scaling off of known stent dimensions. The pig-tail was positioned at the level of the suprarenal stents. The distal apex of the left-lateral suprarenal stent was seen displaced laterally-left ~2mm; relative to the proximal margin of the 1st proximal covered stent. This ¿floating¿ distal apex appeared to be positioned just inside the orifice of the left renal artery. The radial location of this stent was diametrically opposite the ¿e¿-marker, and no obvious stent fracture was observed. The bifurcate aortic body and suprarenal stents were aligned with minimal neck angulation observed. From these limited films provided the exact cause of the event could not be determined. Although the suprarenal stent appeared displaced from the stent graft, it could not be confirmed if there was any detachment. The fabric and sutures would not be visible on this angio image (not radiopaque), and there is ~3 ¿ 4mm of separation from the sewn distal apex and the adjacent fabric. Therefore, it appears most likely that other factors such as fabric outpouching at that location or neck anatomy may have resulted in the suprarenal stent appearing as if it had detached from the proximal fabric.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was noted that there was no calcification in the neck but there was a small amount of thrombus. It was reported that during the index procedure, the stent grafts were implanted without difficulty. Prior to the final angiogram being performed and before ballooning, the physician noticed that it appeared one of the suprarenal stents was not connected to the stent graft. Imaging was done in several angles; however, it was still unclear if the suprarenal stent was disconnected from the stent graft. A final angiogram was then performed and no endoleak was observed. It was noted that the stent was not moving or rocking and the physician did not want to balloon the stent graft more aggressively because they thought the stent was still attached but did not want to the chance of ballooning it. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.